Event description:
It was reported that the patient underwent a revision procedure due to cup loosening and pain. The g7 52mm cup, neutral liner and metal 32mm head were revised. Hip was stable and closed. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) biomet.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure due to a loosening at the site. There is no additional information available at the time of this report.